Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital for an av nodal ablation. Prior to the operation, the patient received inappropriate therapy due to af with rvr. The device was reprogrammed. The patient will be monitored until the ablation procedure.